Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the lap top ventilator 1150 kept alarming dic/sens while on a patient. The patient complained not getting air. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported issue.

Manufacturer narrative:
"Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire medical was unable to verify the reported issue. Bench testing was performed with known good ac adapter, patient circuit, and test lung. Bench testing does not reveal any vent abnormalities during ventilation. Unit passed 120 hours extended tests at customer settings without any unusual alarms or error conditions. Passed final test during troubleshooting which includes, several alarm and ventilation function test. Unit was opened and inspected no anomalies were noted. Process ventilator thru service for a complete calibration checkout to meet all factory specification and standard."